Manufacturer narrative:
A system log review could not be performed because the system logs were not available. .

Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient experienced a pneumothorax as a complication of the procedure, requiring chest tube insertion. The patient had a history of severe pulmonary fibrosis with oxygen-dependent chronic obstructive pulmonary disease (copd), which increased procedural risk. The target nodule was situated posteriorly adjacent to the fissure and along the pleura in the right lower lobe, presenting significant biopsy challenges. A post-procedure pneumothorax was identified via chest x-ray; therefore, a small-bore pigtail was placed. The physician attributed the pneumothorax to the procedure itself and that it was iatrogenic and patient factors played a part. The diagnosis was lung cancer, not otherwise specified (nos). The patient was discharged home the next day. There were no issues with the ion system during the procedure.